Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although the lot number is unknown, since the reported event occurred more than two years ago, it has been determined that the subject device is a product before the design change (old distal cover). Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: 1. By pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged and easily detached from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks in the distal cover." "Push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear offline." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use distal cover came off. The issue occurred during an unidentified procedure which occurred sometime in 2021. There were no reports of patient harm or impact at the time, and no additional information could be provided. Related patient identifier: (B)(6) tjf-q190v scope.